Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with one (B)(4) cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoid resection procedure, the instrument was loaded with a 60 mm golden reload. The surgeon fired the instrument, it was easy to fire. After firing, the surgeon was not able to open the jaws. Knife return switch was pressed down but the knife direction arrow was still pointing in the forward direction and the knife was not returning when firing trigger was stroked. Tissue was pulled out from jaws. Full staple and cut line were delivered and the operation continued as planned. As a result of the difficulties encountered with this device, the procedure was prolonged five minutes. There were no adverse consequences for the patient.